Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found following. - the reported phenomenon was duplicated. - s socket sensor was worn. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus service operation repair center (sorc), there was the possibility that the reported phenomenon was attributed to the failure of the high-brightness motor due to the aging deterioration due to the repeatedly use for a long-term use because more than 12 years had passed from the subject device had been manufactured. For the wear of the s socket sensor, it might be occurred due to the repeatedly use for a long-term use because more than 12 years had passed from the subject device had been manufactured.

Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing the all led of the front panel of the device are turned on. Other detailed information was not provided. There was no report of patient injury associated with the event.